Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl and became unconscious. Cause was not known. Reportedly, the customer required assistance from paramedics to address bg level with d50. Reportedly, customer continued using pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.